Event description:
A nurse reported that a knife was noted to be blunt during surgery. Patient impact is unknown. Additional information has been requested.

Manufacturer narrative:
A sample has been received by manufacturing that has not yet been evaluated. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Any defects, such as damaged tips and cutting edges, are removed from the lot and scrapped. Sharpness testing is performed and monitored during the finishing process to ensure the sharpness of the product. Additional information has been requested. (B)(4).

Manufacturer narrative:
One knife sample was received in an opened blister package. The sample was examined using a microscope at (10x) magnification and was found to have a damaged cutting edge. Surface condition of the returned blade indicates it may have been used. A functional penetration test was performed and the returned product was determined to be acceptable despite the damaged cutting edge condition. The final customer lot was identified. For this final lot, two component knife lots were used to make up the reported lot. A device history record review was conducted. An anomaly was found during the device history record reviews, but it was determined that the issue did not contribute to the customer complaint. The product was released based on the manufacturer's acceptance criteria. A complaint history review indicates that no additional complaints were associated with the reviewed lot. Damage to the blade cutting edge like that observed can result in a complaint as described by the customer. How or when the cutting edge became damaged cannot be specifically determined. The damage to the returned sample is consistent with damage that can occur when the blade contacts a hard surface. Some potential causes could be reuse, improper handling, contact with the blade protector or contact with another instrument during surgery or set-up. (B)(4).